Manufacturer narrative:
Correction: section g3 ( date received by manufacturer) : the additional report with device evaluation submitted (B)(6) 2023 should have had g3 the "date received by manufacturer "as (B)(6) 2023" the date the analysis was completed instead of (B)(6) 2023" the date the product was received.

Event description:
It was reported that during implant, after successfully forwarding the lead into the target vein, the physician changed the guide wire to a stylet for stiffer support. The stylet was inserted successfully but could not be pulled out of the lead. More power was used to pull the stylet and it suddenly detached and was released from the lead without the stylet tip bullet. The lead dislodged during the process. The cardiologist replaced the lead. The replacement lead was implanted successfully with good parameters. The patient was in good condition before, during and after the event.